Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular lead presented to the hospital with symptoms of syncope. Interrogation revealed three episodes of noise with pacing inhibition lasting for one to two seconds duration. In addition, impedance measurements have increased two hundred ohms. A lead fracture was suspected, however an x-ray did not confirm a fracture. The device had been programmed to vvi pacing mode since implant due to chronic atrial fibrillation (af). A chest x-ray revealed the atrial lead (fineline: model 4480, sn (B)(4)) was located in the right ventricle likely since implant. This atrial lead was capturing the right ventricle with a threshold of 0.8v and sensing around 2.0mv. Thresholds were stable in different positions. The device was reprogrammed to aai pacing mode. The patient was monitored for twenty-four hours and pacing appeared appropriate. A decision was made to leave this system implanted and in service. No further adverse patient symptoms were reported.

Event description:
Additional information was obtained. Approximately five months later, a follow up visit was performed. An x-ray performed confirmed the right ventricular lead was fractured. As the atrial lead was appropriately pacing the right ventricle; no further changes were made and normal follow up visits will be performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).